Event description:
Patient returning from bathroom fell. Nurse found him on his right side and responsive. Seizure followed. Rapid response team summoned. Initially stabilized then had decreased "hematocritic" and hemothorax by x-ray. No pericardial fluid. Taken to or where it was found that stitching intact but apical cannula completely disrupted from cylinder. No components were fractured. Patient death anticipated.